Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24604. It was reported that noise was seen on right ventricular and right atrial leads. Pacing inhibiting was noted in atrium caused by the noise. Right ventricular noise caused episodes of noise reversion, false high ventricular rate episodes, and false episodes of premature ventricular contractions. No intervention has taken place yet and the patient reported no symptoms.